Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated b-hcg result on the alinity I, serial number (B)(6). Through extensive investigation, the fsr observed a large amount of sample crystals at the sample pipetting opening. A proactive experiment was performed verifying the dissolved serum crystals caused inconsistent/discrepant results. A definitive part failure was not identified, therefore, the alinity I, serial number (B)(6), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
The correct manufacturing site for suspect medical device alinity I processing module is irving, tx and was submitted under manufacturer report number 3016438761-2021-00275-00. All further information will be documented under MDR number 3016438761-2021-00275-00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. Initial reporter phone complete entry = (B)(6).

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one patient. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2021, was 401.31 miu/ml, which was questioned by the physician, repeat result, on (B)(6) 2021, was <1.20 miu/ml. There was no impact to patient management reported.